Event description:
(B)(6) 2014 - the device was used on the patient. During insertion, the clinician adjusted the needle in and out of the vein and the facility speculates the clinician may have knicked the catheter. Clinician used an 8cm catheter but should have used a 10cm. The clinician also reports he felt the entire device fell apart during the insertion and he couldn't pull the device out because he couldn't disengage the powerglide from the catheter. Once he used some force to remove the device, he couldn't pull the hub of the catheter out and the catheter broke and was left in the subcutaneous tissue. One percent lidocaine used locally and tweezer were used to remove the catheter.

Manufacturer narrative:
The complaint of a broken powerglide catheter was confirmed, but the cause remains unknown. The sample returned for evaluation was a photo sample of a powerglide device. The powerglide catheter was detached from the housing and appeared to have a complete break in the catheter tubing just distal to the luer hub. The catheter tubing appeared to have residue throughout. The safety mechanism appeared to be engaged over the needle of the device. The guidewire was slightly bent to one side. A lot sticker with ref (B)(4) and lot rexk0648 was seen in the photo. From the description of the event, it is likely that this damage occurred during use while the clinician "adjusted the needle in and out of the vein." Had the catheter been advanced at this point of the procedure, the maneuvering of the needle would damage the catheter. A lot history review (lhr) of (B)(4) showed two other similar product complaint(s) from this lot number.